Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2017 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No evidence of rf communication was found in the black box. No delivery interruptions were observed in the black box. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was paired successfully with a test meter. Boluses were executed using the meter remote with no errors occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 560 mg/dl with vomiting associated with a radio frequency (rf) communication issue. This malfunction is being ruled out because the pump alerts the user and the user can still manipulate the pump and continue with delivery of insulin without interruption. Reportedly, the patient remained on the insulin pump and received phone advice regarding treatment from their healthcare provider. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.